Event description:
During use of the device for a non-clinical activity, the user reported the serial number ring was missing. The user also reported the eye piece portion came off. No other details regarding the nature of the event were provided. Since the event occurred during a non-clinical activity, there was no pt involvement during this event.